Manufacturer narrative:
During surgical intervention, the associated device was explanted and this lead, which had been active for shock therapy only, now completely abandoned. See report number 2124215-2011-13479 for device details. A new lead and device were implanted in the absence of adverse patient effects.

Event description:
Boston scientific received information that the pace sense portion of this right ventricular lead was surgically abandoned leaving only the shocking portion active. Previous clinical observations had shown high pacing impedances. The lead was also exhibiting intermittent sensing issues. A new pace sense lead was successfully implanted without incident. Subsequently, the patient received a series of 8 shocks. Device therapy failed to convert the arrhythmia and the patient was externally defibrillated. Upon interrogation it was noted that the device could no longer charge within 45 seconds and was pacing at vvi 50; end of life (eol) status noted. A boston scientific technical services representative was contacted, at which time it was suggested the lead may have shorted. The patient was discharged with a life vest and scheduled for lead replacement.